Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the bolus recommendations provided by the software application are not accurate. No adverse event reported. The version number was not provided. Software application was not requested for return.